Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the infection issue has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient had infection at the pocket site. Upon computed tomography infection was observed to be subcutaneous only. The device was explanted. Patient was stable post procedure. No further information is available at this time.